Event description:
The customer alleged the temperature light was off. The load was re-ran with an increased disinfectant time. There were no reports of injuries. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
The actual component was evaluated at the customer's site. The fse found the heater fuse blown. The fse replaced the heater fuse. The fse tested the unit and the temperature light came on.